Manufacturer narrative:
This incident was reported by the eye care practitioner directly to coopervision. Method: four (4) lenses were mfg for this pt and four (4) lenses were returned and evaluated. The device was examined for visual defects and measured for parameters. Results: a review of the mfg records for the device found nothing to indicate that the device contributed to the incident. A review of the complaint database found not other complaints related to this lot. Conclusion: upon quality analysis, the lenses were found to be within specified mfg standards and no surface or edge defects were found. No conclusion can be drawn. This is being reported as defective optics causing corneal damage. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
On (B)(6), 2011 coopervision received four (4) lenses and an invoice with a handwritten note stating that the hydrasoft xw toric soft contact lenses had defective optics and caused corneal damage. No written documentation has been received despite several requests to the eye care practitioner. Attempts by coopervision to receive add'l info regarding this incident have been unsuccessful to date.